Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Customer reported that she had a blood glucose level of 159 mg/dl, which she bolused for. However, she stated that her blood glucose level rose to 483 mg/dl by the time of the call. Customer reported changing the set and treating with an insulin pen. Troubleshooting could not be completed as the customer did not have a tubing clamp available. Customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.